Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, once all four pulmonary veins (pv) had been treated, the patients blood pressure dropped suddenly. A pericardial effusion was observed via echocardiogram. A pericardiocentesis was performed to drain the blood but it was not successful. The patient was taken to the operating room for further intervention and in doing this, a perforation was discovered in the left atrial appendage. The case was completed with cryo. No further patient complications have been reported as a result of this event.